Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged multiple times and kept pulling back into the coronary sinus. The lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.